Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 450 mg/dl at the time of incident and then went to 472 mg/dl. Customer experienced symptoms such as abdominal pain as result of high blood glucose. It was also stated that the insulin pump had no delivery alarm and cannula was bent. Customer was treated with manual injection. The reservoir and insulin pump will not be returned for analysis.